Event description:
A customer reported during an intraocular lens (iol) implant procedure, volume of cartridge larger than original product, the folding of the intraocular lens (iol) became loose, and the tip of the plunger passed through the bottom of the iol. The iol was implanted into the patient's eye as planned.

Manufacturer narrative:
The used cartridge was returned loose in a plastic bag. Viscoelastic was observed dried in the cartridge. The lens was positioned incorrectly (pressed up, instead of biased down per the instructions for use). The lens was located at the nozzle entry area. The leading haptic was misfolded back underneath the optic. The trailing haptic was misfolded underneath the optic. The cartridge wings have evidence of being secured into a handpiece for delivery. Product history records were reviewed, and documentation indicated the product met release criteria. Information was provided that qualified associated products were used. There was no problem found with the returned used cartridge. Cartridge manufacturing is a validated operation, with specifications that are maintained and documented. No changes have been made for the manufacturing of cartridges. Supplier manufacturing records as well as their certificate of compliance verify the dimensional measurements are within specifications. The root cause for the issue may be related to a failure to follow the instructions for use (IFU). Information was provided that the plunger was going under the lens and the lens had to be pressed down to work properly. Upon return, the lens was pressed against the interior ceiling of the cartridge at the nozzle entry area. The lens should be biased down when loading per the IFU. The IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).